Manufacturer narrative:
A software analysis was initiated. Analysis found that the anomaly was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9733467, serial/lot #: version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system was unresponsive when loading an exam. Rebooting the navigation system restored functionality. There was no patient present when this issue was identified.